Manufacturer narrative:
Insulin pump received with button error alarm and intermittent up arrow button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly noted during visual inspection. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had a crack. She was unable to clear the alarm. The insulin pump was exposed to moisture. Customer's blood glucose level was 57 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.